Event description:
It was reported the patient presented in clinic for follow-up. Upon examination, x-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was discharged from the hospital.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Visual, lead tip, and electrical testing were normal with no anomalies found.